Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the atrial lead exhibited failure of sensing. On (B)(6) 2021, the lead was successfully capped and the patient's condition was noted to be stable throughout the procedure.